Manufacturer narrative:
As reported, a patient was implanted with the an optease inferior vena cava filter. The information provided indicated the patient experienced a post implant pulmonary embolus and subsequently died. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The information provided indicated that the patient died as a result of a post implant pulmonary embolism. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Pulmonary embolism does not represent a device malfunction, rather clinical factors that may have influenced the events include patient and or pharmacological. The reported pulmonary embolism could not be confirmed without films for review. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient was implanted with the opease filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to: malfunction, including pulmonary embolus after implantation, that caused injury and damage to the patient resulting in death.

Manufacturer narrative:
As reported, the patient was implanted with the optease inferior vena cava (ivc) filter. Per the medical records, history includes necrotizing pneumonia, ileocecal neoplasm, and right lower extremity deep vein thrombosis (dvt). The patient underwent placement of bilateral common iliac vein filters due to the large caliber of the inferior vena cava (ivc). An optease retrievable ivc filter was deployed into the right common iliac vein. Another retrievable optease filter was placed in the left common iliac vein. A repeat venogram demonstrated satisfactory placement of the filter. The patient tolerated the procedure well and was transferred in stable condition. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to pulmonary embolus after implantation, that caused injury and damage to the patient resulting in death. Per the patient profile form (ppf), the patient reports blood clots, clotting, and/or occlusion of the ivc, and pulmonary embolism resulting in death. Prior to death, the patient suffered mental anguish. The products were not returned for analysis and the sterile lot numbers have not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post procedure pulmonary embolism, resulting in death, is a known potential adverse event associated with the use of the ivc filters. These events may be related to excessive clot burden from underlying patient specific factors. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient was implanted with the opteease filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to: malfunction, including pulmonary embolus after implantation, that caused injury and damage to the patient resulting in death. The following additional information was received per the patient¿s implant records, the patient had a history of necrotizing pneumonia, ileocecal neoplasm, and right lower extremity deep vein thrombosis (dvt). The patient underwent placement of bilateral common iliac vein filters due to the large caliber of the inferior vena cava (ivc). An optease retrievable ivc filter was deployed into the right common iliac vein. A limited ultrasound examination of the left groin was performed; however, these veins were felt to be small in caliber and it was decided to evaluate the neck. A limited ultrasound examination of the right neck was performed, which demonstrated a patent and compressible right internal jugular vein. Another retrievable optease filter was advanced through the right neck sheath and placed in the left common iliac vein. A repeat venogram demonstrated satisfactory placement of the filter. The patient tolerated the procedure well and was transferred in stable condition. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately five months post implantation. The patient suffered from blood clots, clotting, and/or occlusion of the ivc, pulmonary embolism, resulting in death. The decedent also experienced psychological injuries or mental anguish related to the filter.